Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a normal meal before consuming a very large, high-carbohydrate meal while using the ilet with a dexcom g6, after which glucose rose to ¿high¿ with a recorded value of 479 mg/dl for approximately 2.5 hours despite verified intact tubing. Symptoms included hyperglycemia with the user reporting feeling okay and ketone testing showing trace ketones. Outcomes included self-treatment with 20 units of subcutaneous novolog as secondary therapy, temporary pump disconnection per user choice until the outside insulin effect resolved, and no medical intervention or hospitalization. Investigation included review of the event details, user-reported device checks, and troubleshooting and education that the meal size was under-announced relative to intake. Investigation of this case revealed that the hyperglycemia was associated with an incorrect meal announcement that did not match an unusually large meal, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related underestimation of meal size leading to insufficient insulin delivery for the meal.